Event description:
The customer reported: "back in early (B)(6) 2023 (first week) my mother was hospitalized due to a cut on her sacrum being infected. At the time the infectious disease specialist dr. (B)(6). Administered / prescribed medihoney in his office. Unfortunately, her wound did not heal. Upon release from the hospital (her wound-up being septic) she was prescribed 6 weeks of intravenous antibiotics (delivered to our home) which I had to administer. Eventually, the doctor switched from your product to nystatin, aquacel, carbon xeroform petrolatum dressings as well as dimora sacrum silicone foam dressings." "Although we noticed at the time that your product appeared to be quite hard, we just thought it was supposed to be that way. We even attempted to soften it by manipulating it (using sterile gloves) with the warmth of our hands. Nothing really worked. The customer also reported that the patient has an underactive thyroid. The size of the wound was about the size of a nickle. The customer also reported that the product looked like a honey patch, and when the package was opened, it was already hard. Even the one in the tube had partially crystallized, making it difficult to apply. The reported hospitalization occurred around (B)(6) or (B)(6) 2023. For the infection, the treatment involved cleaning the wound with vashe, applying medihoney, placing a dressing, and administering intravenous antibiotics. Additional information: - does your mother have diabetes, is immunocompromised or have any health condition that affects healing? "No, she has an underactive thyroid but that is it." - can you confirm if the product was already hardened when first opened, or did it become hard over time? "They looked like a honey patch and when I opened the package it was already hard. Even the one in the tube had sort of crystalized which made it difficult to apply." - how was the product stored before and during use? "We have an ottoman in the living room where we store all medical stuff. " - timeframe between the medihoney application and signs of infection: "I am not saying the medihoney caused the infection I am saying it did not do its job to stop it from getting worse." - the wound was already infected when the medihoney was applied? "The wound had been cleaned by the doctor, so I believe the infection was already removed but I cannot say for sure". - hospitalization date: "(B)(6) 2023" - treatment for infection: "clean the wound with vashe / apply the medihoney / apply dressing / intravenus antibiotics. When it did not seem to be helping, they switched to the other products". - were any cultures taken that identified the type of infection? If so, provide result if available.: "I have no idea if any cultures were taken, I assume so." - where was the medihoney acquired? First batch was provided by the wound doctor. I tried to find the receipt for the rest, but I cannot remember where we purchased it. I thought it had been on amazon but cannot find it.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.